Event description:
Related to MFR report # 2183959-2012-00420. Related to MFR report# 2183959-2012-00421. Related to MFR report # 2183959-2012-00422. Related to MFR report # 2183959-2012-00423. The pt had a miniarc single-incision sling implanted. The device was implanted on or about (B)(6) 2007, (B)(6) 2008 or (B)(6) 2010. The specific details of the implant surgery were not provided. It was reported the pt experienced dyspareunia, difficulty urinating, incontinence, pelvic pain, vaginal erosion, worsening of prolapse, infection and/or inflammation, tissue abrasion, mental and physical pain and suffering, and permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.